Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash under the front therapy pad. The patient's doctor recommended the use of neosporin. The patient's rash improved with the use of the neosporin.